Event description:
It was reported that after a rhytidectomy procedure, when cleaning the device, the operating room nurse broke the blade with her hand. No pt consequences were reported.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.